Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's father reported via phone call that the insulin pump had blank display and audio vibrate anomaly. Customer¿s blood glucose level was 170 mg/dl at the time of the incident. The customer was assisted with troubleshooting and the display did not return. Customer states the contacts on the battery cap are neither missing nor damaged. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device powered up properly after battery installation. No blank display noted. The pump passed the displacement test, sleep current measurement, active current measurement and self test. No moisture damage noted in electronic assembly or motor assembly noted during visual inspection.